Event description:
Related to MFR report nos.: 2183959-2014-00197, 2183959-2014-00198, 2183959-2014-00199, 2183959-2014-00200. It was reported the patient had her perigee graft revised in october 2007 due to erosion. It was further noted the patient was using estrogen creme. No further patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of event: (B)(6) 2007.

Event description:
Additional information received indicated the patient experienced vaginal pain and post coital bleeding. The revision surgery was on (B)(6) 2007 that included 1 cm trim of mesh erosion, mobilization of edges and re-epithelialization.